Event description:
It was reported that pump displayed malfunction alarm malf 9, with a resettable fault, and patient did not have charging cable available at the time of the call. There was no adverse impact to the customer¿s blood glucose level. Patient declined a scheduled callback and stated that he would call back later to perform reset with technical support, and no additional information was received regarding the outcome of the event.